Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading went up to 467 mg/dl. The customer went to the emergency room to get supplies. The blood glucose ran high since the customer was not using the insulin pump for a month. The customer was not using the insulin pump due to running out of supplies. The customer was assisted in setting up insulin pump and treated with a bolus.